Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer's mother stated that she was trying to change the settings when she received the alarm. Customer went to the beach but he did not get into the water. Caller stated that the customer was on a boat but she does not know if he got sprayed by water. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No moisture damage was found inside the pump. The pump had a cracked case at the display window corner, and minor scratches on the display window.